Manufacturer narrative:
Follow-up #1: date of submission 07/26/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 07/05/2016 with the following findings: during investigation, the pump powered on with a cs 078 call service alarm. Unrelated to the complaint, investigation revealed a crack in the battery compartment and the display had distorted text. Also unrelated to the complaint, a crack in case near upper right corner of display was observed. A leak test was performed and a leak was found due to the cracked pump case. The pump case was removed and there was moisture on the internal components of the pump. Due to the internal moisture damage, download files were unable to be accessed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 078) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because this issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.